Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported a leak was noted from the valve. When the physician attempted to aspirate the sheath, air was aspirated rather than blood. Another sr0 introducer was used to continue the procedure with no consequences to the patient.